Manufacturer narrative:
Additional suspect device component involved in the event: model#: sc-4319 lot#: 20953801 description: clik x MRI anchor.

Event description:
A report was received that the patient could not feel the stimulation on the lead no matter how strong the stimulation was. X-rays were taken and revealed that the head of the lead was sheared and there were high impedances noted. The patient underwent a lead and clik anchor replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8416-70 (sn (B)(4)) device evaluation indicated that six impedances were high. Additionally it was stated that x-rays confirmed that paddle lead had pulled out of his cervical space and several contacts were not on the paddle; the holding efficacy of associated MRI clik anchor was questioned in regards to the incident. The visual inspection revealed that paddle had been severely damaged and seven electrodes (e6- e8, e13-e16) were missing from paddle. X-ray inspection found no cable breakage on the tails of paddle lead. The MRI clik anchor was not suitable to be used with non-avista leads. Sc-4319 (sn: (B)(4)) device evaluation indicated that the visual inspection revealed that clik anchors were cut and silicone material was missing.

Event description:
A report was received that the patient could not feel the stimulation on the lead no matter how strong the stimulation was. X-rays were taken and revealed that the head of the lead was sheared and there were high impedances noted. The patient underwent a lead and clik anchor replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in field. Should have been: (B)(6) 2017 additional information was received that missing contacts were explanted from the patient.

Event description:
A report was received that the patient could not feel the stimulation on the lead no matter how strong the stimulation was. X-rays were taken and revealed that the head of the lead was sheared and there were high impedances noted. The patient underwent a lead and clik anchor replacement procedure. The patient was doing well postoperatively.